Manufacturer narrative:
Final analysis found that the reported event of noise was confirmed. A complete lead was returned for analysis in two segments. External insulation abrasion was noted at 37.3-37.8 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited noise. The lead was explanted and replaced. Patient was stable.